Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to oversensing concerns on the non boston scientific right ventricular (rv) lead channel. Egm review confirmed there were 67 non-sustained ventricular tachycardia (nsvt) episodes both with and without inappropriate anti-tachycardia pacing (atp) due to oversensed noise. It was noted that the noise appeared consistent with compromised rv lead integrity, however the noise also aligned with t-waves at times. There was no evidence of pacing inhibition or asystole, as the intrinsic r-waves were observed and prevented biventricular (biv) pacing. Ts discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.